Event description:
It was reported that the lift column power supply failed on the 9800 system. Also the display on the control panel intermittently goes blank. No patient injury was reported.

Manufacturer narrative:
A ge service represemtative performed an on site investigation. The power supply and data I/o cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.